Manufacturer narrative:
Device was used for treatment, not diagnosis. Journal of orthopaedic trauma. Volume 24, number 2, feb 2010.

Event description:
Journal article received: medial migration of lag screw with intrapelvic dislocation in gamma nailing-a unique problem - a report of 2 cases; lucke m., burghardt r.d., siebenlist s., ganslmeier a., stockle u; journal of orthopaedic trauma. 2010 feb; 24 (2) :e6-e11; reported: it was noticed, in follow-up evaluations of 8 patients, that the synthes trochanteric femoral nail experienced medial migration 7-10 weeks post-operatively. The dislocation range for the nail was 7.4 to 22.6 mm. In unstable fractures, the medial axial load during weight-bearing could buckle the nail. The parts and lot numbers for this device are unknown. A copy of this literature abstract is being submitted with this medwatch. This is 1 of 1 report for complaint (B)(4).